Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the ins did not turn on; the hcp did not know additional details other than the patient has had "a couple revisions" and could not get the device to work after this. The hcp noted that it was not made clear to him what was not working after these revisions. The hcp also reported that the patient stated that the stimulation never worked. Additional information was reported from the rep stating that they suspected the ins was in overdischarge since the programmer could not connect with the ins. Additional information was received from the rep. It was reported that the ins was in overdischarge because the patient was not getting pain relief so they stopped using it. A physician mode recharge was performed one time and the ins was recharged to 25%. The ins was then interrogated and the power on reset was cleared. It was noted that the patient needed an MRI and needed the ins to be charged to put the device in MRI mode; the patient said they will likely stop charging after MRI because the because the stimulator never helped since the revision. The patient did not want the ins removed at the time of the report. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the implant does not work and had not worked for years. It was noted that the patient has had mris in the past and appeared to be full body eligible based on previous scans.